Event description:
The facility administrator from a user facility reported to Fresenius via email that their clinic was experiencing issues with the new transducer protectors where air was entering the lines and affecting patient¿s treatments. Additional information was obtained through follow-up with a registered nurse (RN) from the clinic who was familiar with the ongoing transducer problems. The RN said the new transducer protectors that come with the CombiSet bloodlines cannot be effectively screwed into the transducer ports on the machines; they do not seal properly. The transducer protectors are not stiff like the old ones were; they¿re flexible and bend when the staff screws them in. The RN said there is an unavoidable air gap at the connection due to the irregularity of how the transducer protectors are cut. The RN said there¿s not enough thread to get them flush, and it eventually causes air leaks. The RN confirmed that no blood leaks have occurred due to the reported connection issue. The issue is interrupting patient¿s treatments. The RN was unsure how many times this has occurred exactly; it¿s a regular occurrence. The RN confirmed that it¿s not a staff-related issue. The staff are installing the bloodlines according to the Instructions for Use (IFU), and the transducers are being attached correctly. The transducer issue is causing air detector and pressure alarms to go off during treatments. The RN said the machines are passing testing prior to treatment initiation, and the circuit is holding pressure prior to starting the treatments. The RN mentioned that there is no test for the transducers because they are attached after testing is completed. The alarms go off at varying times into patient¿s treatments, and the staff are noticing air columns forming where air bubbles are stacking on top of each other at both the arterial and venous chambers. This happens slowly and occasionally leads to blood clotting within the circuit. When the air leaks occur, the staff are swapping out the transducer protectors with spares of the older, "stiffer" design which are known to work better. Treatments are then continued without further issue. On occasion when blood clotting occurs within the circuit, patients are moved to different machines where they are re-setup with new supplies to complete their hemodialysis (HD) treatment. An estimated blood loss volume for these events could not be provided. It was confirmed that there have been no adverse events. In some instances, patients are opting to end treatment early due to the inconvenience. It was confirmed that the machines are functioning correctly. The reported issues are directly linked to the new transducer protectors. The actual samples have all been discarded. At the time of follow-up, it was unknown if any companion samples were available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.